Event description:
Pt presented to dermatology clinic for elective laser hair removal to upper lip, chin, beard area, axilla, arm-elbow to hand, shoulder to elbow, and thighs to lower leg. Three days post-procedure pt noted to have some bleeding and sloughing to upper lip. No underlying blisters noted. Pt areas appeared superficial and only occurred in a few areas. Pt educated to apply aquaphor to keep moisturized. Laser was calibrated and report was normal. Laser rep was called in and machine inspected. Equipment noted to be cracked. Laser taken out of service for repair. Will submit medwatch. FDA safety report ID# (B)(4).